Manufacturer narrative:
Delayed infections that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They form when injected filler material becomes contaminated with bacteria either due to a lack of asepsis during injection and/or posttreatment care, or after a bacteremia (dental procedure, urti...). They may remain dormant, give rise to low-grade chronic infection, or lead to acute/sub-acute infections, inflammatory or granulomatous reactions once activated (for example by trauma from a subsequent filler procedure, immunodeficiency, stress¿). When such inflammatory reaction occurs in the vicinity of the trigeminal nerve, the resulting tissue compression may also compress the nerve. In turn, this can induce pain. Indeed, nerve compressions are rare but known indirect adverse reactions following hyaluronic acid-based dermal filler injections. Some cases have been reported in the literature and several causes have been hypothesized including tissue compression by the product itself or by the local inflammation. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teoxane products. Lastly, this teoxane product is not indicated for the malar area. Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.

Event description:
Bacterial contamination [dermal filler site infection] ([quality of life decreased], [nodule], [trigeminal neuralgia], [skin induration]). Rha 2 in the malar area [off label use]. Case narrative: on (B)(6) 2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with 1 ml of rha 2 (0,2 ml per cheek, 0,3 ml per malar area) using the bolus technique with the needle provided in the box. The patient had a medical history of surgery of a malignant lesion on the tip of the nose with nasal reconstruction 15 years before the injection. According to the injector, 3.5 months after the injection (on (B)(6) 2025) the patient experienced an "induration of the right malar area described as "granuloma-type" (no hystological confirmation provided) with a constant pulsating trigeminal pain which prevented the patient from sleeping or resting and causing him a feeling of despair". The injector performed the following treatment: - hyaluronidase injections (1000 iu on (B)(6) 2025, 3000 iu on (B)(6) 2025 and 3000 iu on (B)(6) 2025). - antibiotics (augmentin 875 mg/12h for 7 days started on (B)(6) 2025). - corticosteroids (deflazacort 60 mg/24h for 7 days started on (B)(6) 2025). - anti-inflammatory (varidasa 10.000 usk/2.500 usd /8h for 7 days started on (B)(6) 2025). On (B)(6) 2025, the symptoms were persisting and no improvement was perceived. On (B)(6) 2025, we were informed that the local medical expert suspected a bacterial contamination and recommended replacing augmentin by moxifloxacin 500mg/12 hours and clarithromycin 400mg/12 hours for 21 days. He also recommended gabapentin for the pain. The patient was monitored by his dermatologist (the one who took in charge his previous nasal lesion). On (B)(6) 2025, the local medical expert assessed the presence of a nodule which was causing a nerve inflammation and recommended another course of antibiotics and intralesional triamcinolone (trigon depot) to soften the area before filler dissolution with hyaluronidase. However, the patient refused further antibiotic treatment. Therefore, only trigon depot followed by hyaluronidase were schedulded with the patient's dermatologist. Despite several reminders, no further information could be retrieved. The complaint was considered closed. Case comments: ¿ alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema.journal of cosmetic dermatology, 20(5), pp.1483-1485. ¿ chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. ¿ chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction.aesthetic surgery journal, 40(5), pp.np286-np300. ¿ cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7): e59¿e67. ¿ decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections.clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. ¿ funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach.plastic and reconstructive surgery - global open, 10(6), p.e4362. ¿ ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice.dermatologic surgery, 44(1), pp.53-60. ¿ kokoska, r., lima, a. And kingsley, m., 2022.review of delayed reactions to 15 hyaluronic acid fillers. ¿ lópez pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned? Actas dermo-sifiliográficas, 113(9), pp. T888-t894. ¿ marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections.infection and drug resistance, volume 12, pp.469-480. ¿ marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. ¿ mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention.dermatologic surgery, 46(11), pp.1404-1409. ¿ modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments.journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. ¿ moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers.journal of cosmetic dermatology. ¿ snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. ¿ trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness.clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.

Event description:
Bacterial contamination [dermal filler site infection] ([quality of life decreased], [nodule], [trigeminal neuralgia], [skin induration]). Rha 2 in the malar area [off label use] case narrative: on (B)(6) 2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with 1 ml of rha 2 (0,2 ml per cheek, 0,3 ml per malar area) using the bolus technique with the needle provided in the box. The patient had a medical history of: surgery of a malignant lesion on the tip of the nose with nasal reconstruction 15 years before the injection. According to the injector, 3.5 months after the injection (on (B)(6) 2025) the patient experienced an "induration of the right malar area described as "granuloma-type" with a constant pulsating trigeminal pain which prevented the patient from sleeping or resting and causing him a feeling of despair". The injector performed the following treatment: - hyaluronidase injections (1000 iu on (B)(6) 2025, 3000 iu on (B)(6) 2025 and 3000 iu on (B)(6) 2025) - antibiotics (augmentin 875 mg/12h for 7 days started on (B)(6) 2025) - corticosteroids (deflazacort 60 mg/24h for 7 days started on (B)(6) 2025) - anti-inflammatory (varidasa 10.000 usk/2.500 usd /8h for 7 days started on (B)(6) 2025) on (B)(6) 2025, the symptoms persisted without improvement. On (B)(6) 2025, we were informed that the local medical expert suspected a bacterial contamination and recommended replacing augmentin by moxifloxacin 500mg/12 hours and clarithromycin 400mg/12 hours for 21 days. He also recommended gabapentin for the pain. At this time, the patient was monitored by his dermatologist (the same who was in charge of his previous nasal lesion). On (B)(6) 2025, the local medical expert assessed the presence of a nodule which was causing a nerve inflammation and recommended another course of antibiotics and intralesional triamcinolone (trigon depot) to soften the area before filler dissolution with hyaluronidase. However, the patient declined further antibiotic treatment. Therefore, only trigon depot followed by hyaluronidase was planed with the patient's dermatologist. At the time of this report the patient's symptoms are monitored and the investigations are on-going. Case comments: ¿ alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema.journal of cosmetic dermatology, 20(5), pp.1483-1485. ¿ chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. ¿ chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction.aesthetic surgery journal, 40(5), pp.np286-np300. ¿ cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67. ¿ decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections.clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. ¿ funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach.plastic and reconstructive surgery - global open, 10(6), p.e4362. ¿ ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice.dermatologic surgery, 44(1), pp.53-60. ¿ kokoska, r., lima, a. And kingsley, m., 2022.review of delayed reactions to 15 hyaluronic acid fillers. ¿ lópez pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?.actas dermo-sifiliográficas, 113(9), pp.t888-t894. ¿ marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections.infection and drug resistance, volume 12, pp.469-480. ¿ marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. ¿ mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention.dermatologic surgery, 46(11), pp.1404-1409. ¿ modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments.journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. ¿ moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers.journal of cosmetic dermatology,. ¿ snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. ¿ trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness.clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.

Manufacturer narrative:
According to the information received the case seems to be linked to a delayed infection. Delayed infection that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They form when injected filler material becomes contaminated with bacteria either due to a lack of asepsis during injection and/or posttreatment care, or after a bacteremia (dental procedure, urti...). They may remain dormant, give rise to low-grade chronic infection, or lead to acute/sub-acute infections, inflammatory or granulomatous reactions once activated (for example by trauma from a subsequent filler procedure, immunodeficiency, stress¿). When such inflammatory reaction occurs in the vicinity of the trigeminal nerve, the resulting tissue compression may also compress the nerve. In turn, this can induce pain. Indeed, nerve compressions are rare but known indirect adverse reactions following hyaluronic acid-based dermal filler injections. Some cases have been reported in the literature. Several causes have been hypothesized including tissue compression by the product itself or by local inflammation. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teoxane products. Additionally, the recommendation to not inject close to a nerve and avoid damaging a nerve is mentioned in the instructions for use of this teoxane product. However, similar complaints remained monitored should any signal be detected. Lastly, this teoxane product is not indicated for this area. Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.